Event description:
Additional information received from a healthcare provider via a clinical study reported the patient contacted the clinic, on (B)(6) 2021, and noted the pump was beginning to protrude from their body. The patient had a 99.4 degree temperature. The patient was advised to put a pressure dressing on the pump and was scheduled for a next day evaluation. On (B)(6) 2021, the patient was examine and there were no signs of infection. No redness, no purulent drainage, and the patient was afebrile. It was observed about 1 centimeter of erosion/necrosis at the pump pocket incision. The patient was planned for pump reposition. On (B)(6) 2021, the pump was replaced and repositioned. The catheter was spliced, replacing the pump segment, in order to lengthen the catheter enough to reach the new pump site. The issue resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (2 mg at 0.12488 mg/day) and bupivacaine (30 mg at 1.87317 mg/day) via an implantable pump. It was reported on (B)(6) 2021 during a pump refill, examination revealed that the pump had inverted/pump was flipping in the pocket. It was noted the patient was pending pump pocket revision. No action was taken. The outcome was noted as ongoing. The device diagnosis was pump inversion. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.